Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The pump gave a motor error alarm more than 3 times. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.